Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report. This event was reported is a duplicate report. Please refer to mfg report # 3002808148-2025-18801-00, emdr 120052.

Event description:
No additional information received from customer.

Event description:
It was reported the subject device exhibited an emergency light malfunction error. The issue was found during set up / inspection for use. There were no reports of patient harm.

Manufacturer narrative:
E1: medical corporation (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.